Event description:
A customer contacted beckman coulter regarding troponin (accu tni) results from a single pt that were not consistent with clinical picture. The acu tni results were generated by the unicel dxi 800 access instrument. The customer indicated that the pt sample was tested for accu tni; the result was 0.61ng/ml. Two (2) days later a new sample (2nd) was collected from the pt and tested for accu tni; the result was 0.46ng/ml. On the next day, the customer collected a fresh (3rd sample) from the pt and tested for accu tni; the result was 0.55ng/ml. The 3rd sample was re-tested for accu tni approximately 18 hours later, on the same day; the accu tni result was 0.58ng/ml. The customer indicated that a cardiac catheterization was performed on the pt and was normal. The customer did not provide information which acc tni result was correct. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.